Event description:
It was reported that the suture broke. A flexima¿ vtc was used for percutaneous nephrostomy procedure. As the procedure was almost done, the physician tried to loop the catheter. However, when the physician pulled back the suture, the suture snapped. The catheter was cut to remove the device from the patient's body. The procedure was completed with another of the same. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).